Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) warnings: patients who undergo endometrial ablation procedures who have previously under gone tubal ligation are at increased risk of developing post ablation tubal sterilization syndrome which can require hysterectomy. This can occur as late as 10 years post procedure. (B)(4).

Event description:
It was reported by the patient via survey she had a novasure endometrial ablation procedure on (B)(6) 2018, and was discharged home. Sometime post procedure, the patient was experiencing "burning stabbing pain on my right side". The patient underwent a hysterectomy and is doing "great". The patient reported "I am still waiting for the results from the hysterectomy but the doctor is certain post ablation tubal sterilization (patss) with a closed cervix". No other information provided.